Manufacturer narrative:
The following fields have been updated with corrected information: d.1. Medical device brand name: bd facslyric¿ 3l12c instrument ceivd. D.4 medical device catalog #: 663029. After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00084 was sent in error. The investigation determined that the event occurred upon set up and with a different instrument. Error (no, low & high) is not considered to be a reportable malfunction.

Event description:
It was reported that an erroneous results occurred on patient sample that was intended for clinical during use with a bd facsduet¿ sample prep. The following information was provided by the initial reporter: erratic error with the gates that were not place in the right place. Were the samples analyzed on the instrument patient samples? The samples were processed and analyzed in the lyric-duet. If they were patient samples, were incorrect results obtained or used? The results (%) could be ok but the number of events acquired were not. Any treatment provide to the patient based on the result? No, because it was reacquired and everything was fine. Was there any harm to the patient? No. Additionally, on 2020-8-10 the customer provided the following additional information: were the samples analyzed on the instrument patient samples? The samples were processed and analyzed in the lyric-duet. If they were patient samples, were incorrect results obtained or used? The results (%) could be ok but the number of events acquired were not. Any treatment provide to the patient based on the result? No, because it was reacquired and everything was fine. Was there any harm to the patient? No. Also in the event description, it had been stated as "I¿ve a potential bug". So, please provide answers to the below questions: is this software bug ? Unknown. Any virus got affected ? No. Does it crashes the system? No. Also confirm any safety related issues happened due to this like any patient data lost etc.? As far as I know nothing was lost.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an erroneous results occurred on patient sample that was intended for clinical during use with a bd facsduet¿ sample prep. The following information was provided by the initial reporter: erratic error with the gates that were not place in the right place. Were the samples analyzed on the instrument patient samples? The samples were processed and analyzed in the lyric-duet. If they were patient samples, were incorrect results obtained or used? The results (%) could be ok but the number of events acquired were not. Any treatment provide to the patient based on the result? No, because it was reacquired and everything was fine. Was there any harm to the patient? No additionally, on 2020-8-10 the customer provided the following additional information: were the samples analyzed on the instrument patient samples? The samples were processed and analyzed in the lyric-duet. If they were patient samples, were incorrect results obtained or used? The results (%) could be ok but the number of events acquired were not. Any treatment provide to the patient based on the result? No, because it was reacquired and everything was fine. Was there any harm to the patient? No. Also in the event description, it had been stated as "I¿ve a potential bug". So, please provide answers to the below questions: is this software bug ? Unknown. Any virus got affected ? No. Does it crashes the system? No. Also confirm any safety related issues happened due to this like any patient data lost etc.? As far as I know nothing was lost.